Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which confirmed similar complaints with the same or related failure mode.

Event description:
Broken/damaged- (B)(4). Cracked faceplate.